Event description:
The customer reports that they have a client that uses cidex opa and the employees are complaining of breathing difficulties, nausea, headaches, and nasal congestion. The customer reported that none of the employees have received medical attention and have not required treatment for their symptoms. The customer declined to share the facility information.